Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d10, g4, g7, h1, h2, h3, h4 and h6 as reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was pulled out while pulling the device back. In addition, it was noticed that the device was used beyond expiration date. There was no reported patient injury. The device had entered the sheath and the balloon was inflated as the stopcock was confirmed locked. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was disengaged from the black handle with the stopcock open, and the sealant and advancer tube were observed to have been deployed on the catheter shaft as received. It was noted that there was no blood observed on the surface, nor on the sealant of the returned device. The sealant sleeve was still in the manufacturing position, which indicated that the device may have not been inserted into an existing procedural sheath during the procedure. The condition of the returned device is like a shuttle displacement that results in the sealant prematurely exposed during the procedure. However, it is unknown if the device was manipulated post procedure. The shuttle cartridge and the black handle were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The syringe and procedural sheath were not returned with the device. A product history record (phr) review of lot f1635001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The reported ¿expiration date exceeded ¿was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing¿. If the device were grabbed by the catheter handle instead of the green/grey shuttle when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. It should be noted that it is important to check the expiration date on the outer packaging prior to use. The safety and effectiveness of mynx product is depended on using the device within the allotted shelf life and using product beyond expiration date may affect the safety and effectiveness of the device. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was pulled out while pulling the device back. In addition, it was noticed that the device was used beyond expiration date. There was no reported patient injury. The device had entered the sheath and the balloon was inflated as the stopcock was confirmed locked. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was pulled out while pulling the device back. There was no reported patient injury. The device had entered the sheath and the balloon was inflated as the stopcock was confirmed locked. The device will be returned for evaluation.